Event description:
It was reported that "the patient had an arterial cannula that needed to be replaced because it was no longer measuring blood pressure properly, but blood could still be aspirated. When removing the cannula, it broke off at the base, leaving the cannula in the patient's artery. The patient was ventilated and immobile, and the staff did not use any force when removing it." There was no patient harm or injury. The patient's current condition is reported as "fine". Associated MDR includes: 3006425876-2026-00066 and 3006425876-2026-00067.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The photo shows the arterial catheter with the catheter body separated adjacent to the juncture hub. The customer also returned one arterial catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed the catheter body was separated adjacent to the juncture hub, and a kink was observed towards the middle of the catheter body. The kink in the catheter body was observed to compress the inner lumen which could result in loss of monitoring capabilities. The catheter body separated 1 mm from the juncture hub. The kink measured approximately 60 cm from the distal tip of the catheter. The overall length of the catheter from the juncture hub to the distal tip measured 84 mm , which is within the specification limits of 82-86 mm per catheter product drawing. The catheter body outer diameter measured 1.07 mm, which is within the specification limits of 1.04-1.09 mm per catheter product drawing. Functional inspection could not be performed due to the condition of the returned device. Additional information from the customer states, "the catheters are stored in sterile packaging in a locked supply cabinet at the care center. No uv cleaning or uv light nearby." It was also reported that the catheter separated during removal. Additionally, the customer confirmed that "the kink had naturally occurred before the catheter was surgically removed." Per the IFU, a kink in the catheter may result in catheter damage , breakage and loss of arterial monitoring capabilities. The product IFU warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples , or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations. Warning: do not use scissors to remove dressing to reduce the risk of cutting the catheter." The customer report of no/incorrect pressure reading could not be confirmed through investigation of the returned sample. Visual analysis revealed the catheter body was separated adjacent to the juncture hub, and a kink was observed towards the middle of the catheter body. Microscopic analysis revealed that the points of separation were observed to be rough and jagged. The signs of damage at the separation point appear consistent with contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc.) Followed by undue force tearing the remainder of the catheter off. No signs of sutures or adhesive (such as a catheter stabilization device) were observed on the catheter suture wings. The customer confirmed that, "the kink had naturally occurred before the catheter was surgically removed," which suggests the kink led to the lack of pressure reading resulting in the catheter removal, and subsequent catheter separation. Based on the customer report and the sample received , it was determined that unintentional use error likely caused or contributed to the reported event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient had an arterial cannula that needed to be replaced because it was no longer measuring blood pressure properly, but blood could still be aspirated. When removing the cannula, it broke off at the base, leaving the cannula in the patient's artery. The patient was ventilated and immobile, and the staff did not use any force when removing it." There was no patient harm or injury. The patient's current condition is reported as "fine". Associated MDR includes: 3006425876-2026-00066 .